Manufacturer narrative:
This event is recorded by zimmer biomet under (B)(4). Once the investigation is complete, a follow up/final report will be submitted. (B)(4).

Event description:
It was reported that during the surgery, this product didn't work on high mode. Therefore, the surgeon used an alternative product to complete the surgery. There was a 0-15 minute delay and no harm. Once the product was dismantled, there was liquid leak from the batteries. No adverse events were reported as a result of this malfunction.

Manufacturer narrative:
This medwatch is being filed to relay additional information. The following sections were updated/corrected: date of report, event, concomitant medical products, type of reportable event, if follow-up, what type, device evaluated by MFR, device manufacture date, labeled for single use. The device history record (DHR) for 00515048201, lot number: z000009909, review noted no related non-conformances, requests for deviation (rfd), change notices (cn), or any other issues with manufacturing. The DHR review found no issues with the device and all verifications, inspections, and tests were successfully completed. On (B)(6) 2018, it was reported from (B)(6) hospital that uring the surgery, this product didn't work on high mode. On 03 december 2018, a returned product investigation was performed on the 00515048201. The physical evaluation revealed that the device had corrosion on the battery terminal which prevented high mode from actuating. The results of the returned product investigation have confirmed the reported event. While the returned product investigation confirmed that the 00515048201 was not working in high mode, it cannot be determined from the information provided what actually caused the reported event. Therefore, based on the information provided, a specific root cause of the reported event cannot be determined. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process.

Event description:
No additional information received.